Manufacturer narrative:
As per the contour next test strips safety data sheet, the strips should not be ingested. However, per the toxicological section of the safety data sheet, consumption of strips would not have any adverse effects. If the strip is ingested, the safety data sheet advises the user to obtain medical attention. The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured (lot # and expiration date), and the device manufacture date could not be determined. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada called to report that after performing blood glucose test, instead of disposing the contour next test strip, he accidentally put it in a glass of water he was drinking and ingested the test strip. The customer was advised to seek medical attention.